Event description:
The pt was treated with intravenous insulin for elevated blood glucose levels. Upon review the pump overnight basal, insulin dosage was found to be set at zero.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed.